Event description:
A titan anchor separated several months ago. It was believed to have been noted during a revision and they replaced it. No additional information was available regarding the event.

Manufacturer narrative:
Titan anchor.